Event description:
Medtronic received information that prior to use of an eopa arterial cannula, it was reported that during inspection of the device packaging, it was observed that there was an issue with the heat seal. The customer could see an additional piece of plastic that may have got caught where the packaging is normally sealed. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there was an additional 1cm section of what appears to be the protective tube for the white obturator in the packaging that got squashed in the seal area of the packaging. The sterile seal was not intact, the additional piece of protective tubing appears to have got trapped in the corner seal area, so the packaging was not sterile. The cannula was in the packaging but the additional piece of tubing / debris meant the full outer edge of the packaging was not sealed properly.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a void in the seal of the peel pouch. Reason for return was confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.